Event description:
It was reported that a cartridge alarm occurred. Additionally, it was reported that a malfunction alarm occurred. It was also reported that the pump battery could not be charged. Reportedly, customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified while the alleged cartridge alarm 35 issue was verified in the pump logs; however, no failure was identified. Additionally, the alleged battery charging issue could not be verified.